Event description:
It was reported that the patient experienced seizures "all the time." It was noted that the patient reported a loss of therapeutic effect. It was stated that the patient was unable to urinate. It was noted that the patient reported she "falls every day and she fell off the bed." It was stated that the patient did not have her personal programmer with her to do adjustment of settings. The patient was redirect to her health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va034j3, implanted: (B)(6) 2012. Product type: lead: product ID 3093-28, lot# va034j3, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).